Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of an armada 14 1.5mm/20mm/150cm balloon dilatation catheter (bdc), the physician removed the protective cover and noticed the balloon was broken. Therefore, the device was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device identified a longitudinal tear in both sides of the balloon 5.5mm proximal to the proximal end of the distal balloon marker for a length of 8mm.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported balloon damage (broken) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon damage (broken). There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.